Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event shortly after starting the ilet pump when a meal announcement exceeded the amount consumed, resulting in a low measured at 39 mg/dl and an ilet low alert. Symptoms included none reported. Outcomes included resolution after self-treatment and no need for outside assistance or medical intervention, with glucose out of range for approximately 30 minutes. Investigation included complaint handling with troubleshooting and education provided to the user. Investigation of this case revealed that the device alerted appropriately and user action likely contributed to the event, while the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.